Manufacturer narrative:
Device analysis report attached. This report is submitted on march 02, 2022.

Event description:
Per the clinic, it was reported open circuits were revealed on 10 multiple electrodes. Subsequently, the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on december 01, 2021.